Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom system error 105 alarms, determined to be caused by an intermittently seizing motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no patient involvement.